Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2008. The lens was explanted on approx one and a half months later, due to inadequate vaulting. The incision was enlarged to remove the lens and a longer lens was implanted. Sutures were required to close the incision. The reporter stated the event was due to the pt's anatomy and possible mismeasurement of the white-to-white.

Manufacturer narrative:
Secondary surgery; evaluation: (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the work order.